Event description:
It was reported that the pump displayed four warning triangles and error code 41786 (circuit board). There was no reported patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for analysis. The reported issue was duplicated. The cause of the reported issue was unable to be determined. The mainboard was replaced. Tthe service history review identified no indication that the complaint was related to any service performed on the device during the review period.